Manufacturer narrative:
The insuln pump had button error alarmed due to flattened dome switch at button on keypad trace. The device was received with cracked at corner display window, cracked batterytube threads, scratched on lcd window and cracked at reservoir tubelip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was performed. The device was returned for analysis.